Event description:
It was reported that an asymptomatic patient presented in-clinic with stored egms of non-sustained lead noise episodes. Noise was reproducible with isometrics. Lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 46.0-46.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.